Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("rash"), pruritus ("itchy"), lip swelling ("lip swelling"), abdominal distension ("bloated") and pain of skin ("touches me it hurt"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, rash, pruritus, lip swelling, abdominal distension and pain of skin outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal distension, lip swelling, pain of skin, pruritus and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating,, lips swelling, itchy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("rash"), pruritus ("itchy"), lip swelling ("lip swelling"), abdominal distension ("bloated"), pain of skin ("touches me it hurt") and restless legs syndrome ("restless leg"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, rash, pruritus, lip swelling, abdominal distension, pain of skin and restless legs syndrome outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal distension, lip swelling, pain of skin, pruritus, rash and restless legs syndrome to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating,, lips swelling, itchy . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the event ¿restless leg¿ was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("rash"), pruritus ("itchy"), lip swelling ("lip swelling"), abdominal distension ("bloated"), pain of skin ("touches me it hurt") and restless legs syndrome ("restless leg"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, rash, pruritus, lip swelling, abdominal distension, pain of skin and restless legs syndrome outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal distension, lip swelling, pain of skin, pruritus, rash and restless legs syndrome to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating,, lips swelling, itchy . Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4) , hence this case (B)(4) should be deleted from argus central. All information was transferred to retention case (B)(4). Reference details were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.